Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell, creases fold, red particles in the shell and gel, underweight and observed 40 mm dark patch edge material inside gel device. A visual and microscopic analysis was performed which identified striated broken on anterior, striated opening on anterior, posterior and radius, wear abrasion and missing shell. Based on the device analysis the final assessment is: a striated broken on anterior assessed as surgical damage consistent in the use of some surgical tool. A striated opening on posterior, anterior, and radius assessed as surgical damage consistent in the use of some surgical tool. Missing shell assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, pain and textured implant.

Event description:
Healthcare professional reported left side "textured implant", capsular contracture, baker grade unknown and pain. The device remains implanted.